Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air sensor," which was reproduced as a reload set alarm. When a reload set alarm occurs the pump will display "reload set tube not properly loaded in air detector." The alarms were confirmed during a review of the event history log. In addition, evaluation observed that the upstream sensor was failing with low fluid numbers. The failed upstream sensor was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03684 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced an issue with the "air sensor". It was also reported there was no patient injury.